Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis of the returned fiber, the fiber body measured 321.5 cm from the distal tip of the fiber to the proximal end of the sub miniature a (sma) connector. The exposed glass tip measured 4 mm and appeared degraded. There was no light present from the sma connector, indicating that there was a fracture within the connector. A fracture within the sma connector can occur during procedural handling of the fiber like setup or use. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output. In this case with the prolong use of the device it ultimately resulted in the device overheating and having that burning smell as the customer stated. The instructions for use states, take caution. In the event of no output energy, the laser fiber connector hub may be hot to touch. A lot number was not provided; therefore, a review of the device history record (DHR) for lots 29676306, 29606502 and 29676309 was performed and did not indicate evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported that a fiber was defective and smelled like it was burning during a kidney stone ureteroscopy procedure. The procedure was completed by using another fiber from the same box. There were no patient or physician complications. Analysis of the returned fiber identified a fracture within the connector.